Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not identify any other incidents reported for single leaflet device attachment (slda) from this lot. All available information was investigated and the reported slda appears to be related to the user technique and/or procedural circumstances. The unchanged mitral regurgitation (mr) was due to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was made at the highest possible measurement over the mitral valve. The clip delivery system (cds 81105u155) was advanced to the mitral valve, but became caught in chordae. The clip was attempted to be free, but the anterior chordae became torn resulting in a flail. The clip was not implanted and the cds was removed. The guide was removed and the transseptal puncture was performed again to gain height. The guide was re-inserted. The first cds was not used due to coagulation on the clip; therefore, a new cds was used. The clip was implanted to treat the pre-existing posterior prolapse. The next cds (81130u120) was advanced to treat the flail. The clip was deployed; however, after deployment, this clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was suspected that during removal of the gripper line, there was interaction with the tip of the cds and the deployed clip, which possibly caused the slda. The mr returned to 4. An additional cds was advanced in an attempt to secure the flail; however, after grasping there was no impact to the mr; therefore, the clip was not implanted. No further clips were attempted and the procedure was concluded. No additional information was provided.